Event description:
T was reported that the faradrive steerable sheath was selected for use during an atrial fibrillation procedure. During the faradrive sheath was prepared by the scrub nurse under appropriate guidance. After insertion into the patient, the physician aspirated the sheath following removal of the dilator, and no issues were noted. The farawave catheter was then introduced into the sheath. Upon attempting to aspirate via the side port, bubbles were repeatedly observed. Under fluoroscopy, the sheath tip was confirmed to be correctly positioned in the left atrial chamber within the blood pool. The physician suspected that the sheath's valve was not sealing properly after catheter insertion. As a result, the sheath was replaced. The new sheath functioned as expected, and no further issues were encountered. The procedure was successfully completed using replacement device. No patient complications were reported. The product will be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.